Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for an upstream occlusion error when testing for downstream occlusion. It was also reported that the device failed to deliver the correct volume. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem of 'fails the volume test' was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of the device alarming upstream occlusion when testing for downstream occlusion was verified through review of the event history log as upstream occlusion messages. The evaluator inadvertently missed evaluating for this issue and the device is no longer in its as received condition and therefore causality was not determined. The device will be repaired and tested prior to release to ensure it meets all specifications prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.